Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2011, customer reported that the closed tube aliquoter (cta), on the dxc 880i instrument, was leaking fluid from the right side of the instrument behind the doors. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found that the cta waste container had a small leak through the orange seal and fittings. Fse manually re-taped all fittings, and reseated the orange seal. Fse primed the instrument 40 times and no leaks were observed.